Event description:
It was reported that the patient experienced a loss of stimulation. The physician assessed that there were multiple high impedances on the leads. A reprogramming was attempted, but stimulation did not have the amount of bilateral coverage requested. The patient underwent a revision procedure to replace the leads and is doing well post-operatively with good coverage in all her pain areas.

Manufacturer narrative:
With all the available information, boston scientific concludes the complaint of loss of stimulation and high impedances were confirmed by analysis of the returned devices. High impedances on eight contacts were confirmed on the sc-2317-70 serial number (B)(6) with visual and x-ray inspection revealing eight fractured cables at the kinked area 1 cm from the retention sleeve of proximal array number 1. Additionally, inspection of the sc-2317-70 serial number (B)(6) confirmed high impedances on all contacts, with further investigation revealing all cables were fractured at the clik site, at 20 cm away from the proximal tip, and 1 cm from the retention sleeve of proximal array number 1. It was assessed by engineers that the leads were bent and kinked right after exiting the ipg port causing stress on the cables, because when excessive mechanical or tensile force is exerted onto a bent lead, it results in cable fractures and therefore, a loss of stimulation. Hence, the most probable cause is traced to component failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5137944.

Event description:
It was reported that the patient experienced a loss of stimulation. The physician assessed that there were multiple high impedances on the leads. A reprogramming was attempted, but stimulation did not have the amount of bilateral coverage requested. The patient underwent a revision procedure to replace the leads and is doing well post-operatively with good coverage in all her pain areas.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4). Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; serial: na; batch: 21755194.

Event description:
It was reported that the patient experienced a loss of stimulation. The physician assessed that there were multiple high impedances on the leads. A reprogramming was attempted, but stimulation did not have the amount of bilateral coverage requested. The patient underwent a revision procedure to replace the leads and the clik anchor and is doing well post-operatively with good coverage in all her pain areas.